Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the following events were confirmed: sac growth of 20.1mm, type ia endoleak and type ii endoleak of the left renal artery and lumbar arteries . This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of these events could not be determined with the lack of medical records and/or imaging available for review. Additionally, the clinical evaluation also shows that there is evidence to reasonably suggest a secondary endovascular procedure occurred on 08/26/2019 (coiling of a type ii endoleak lumbar) that was not included in the event as reported. The type ii endoleak likely contributed to the type ia endoleak, however the exact causation of the type ia endoleak is inconclusive. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer - updated. H6: medical device problem codes: remove code 3190. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix stent graft system. Approximately three (3) years post initial procedure, routine follow-up identified a type ia endoleak and a type ii endoleak (non-device related). Additionally, there was patent left accessory renal noted coming in directly at the level of the sealing ring, a patent lumbar coming in just above the sealing ring, and a pair above the bifurcation of the aortic body of the device. The physician intends to perform reintervention; however, this has not yet been scheduled. The patient is reported to be stable.